Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: a.2., d.10, h.3, h.6.

Event description:
Healthcare professional reported a left side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device was explanted.